Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not activate and the device came out as is. Hemostasis was achieved by manual compression and was completed without issues. There was no reported patient injury. The vcd was used in an ipsilateral antegrade superficial femoral artery treatment. The procedure was performed using a non-cordis sheath which was replaced with a 6f non-cordis short sheath to use the vcd. The device was used as normal, but after backflow stopped, even when pulled the window did not change. The exoseal vcd was used during an endovascular thrombectomy procedure via an antegrade approach. The device was stored and prepared according to the IFU, and the physician was certified in its use. There were no visible signs of device or package damage prior to use. The suitability of the femoral artery was confirmed on angiography, including proper sheath insertion angle, and the vessel diameter was verified to be at least 5mm. The puncture site had no visible calcium or plaque, no access vessel tortuosity, and no nearby stent or significant stenosis. Additionally, there had been no prior closure or compression within 30 days and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and sheath introducer were retracted together until bleed back significantly reduced. The physician did not have their thumb on the plug deployment button during retraction, and no red color was seen in the indicator window. Upon removal, the indicator wire loop was deployed and showed no anomalies. The device is not being returned for evaluation as it was previously discarded.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not activate and the device came out as is. Hemostasis was achieved by manual compression and was completed without issues. There was no reported patient injury. The vcd was used in an ipsilateral antegrade superficial femoral artery treatment. The procedure was performed using a non-cordis sheath which was replaced with a 6f non-cordis short sheath to use the vcd. The device was used as normal, but after backflow stopped, even when pulled the window did not change. The exoseal vcd was used during an endovascular thrombectomy procedure via an antegrade approach. The device was stored and prepared according to the IFU, and the physician was certified in its use. There were no visible signs of device or package damage prior to use. The suitability of the femoral artery was confirmed on angiography, including proper sheath insertion angle, and the vessel diameter was verified to be at least 5mm. The puncture site had no visible calcium or plaque, no access vessel tortuosity, and no nearby stent or significant stenosis. Additionally, there had been no prior closure or compression within 30 days and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and sheath introducer were retracted together until bleed back significantly reduced. The physician did not have their thumb on the plug deployment button during retraction, and no red color was seen in the indicator window. Upon removal, the indicator wire loop was deployed and showed no anomalies. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18428206 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator window no change to indicator¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. It was reported that an antegrade approach was used. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. No preventative or corrective actions will be taken at this time. R: 3221 (c20), c: 4315 (d15).